Manufacturer narrative:
H11: through follow-up communication, livanova learned that the device was cleaned regularly per the instruction for use and the water quality monitoring is applied and the h2o2 checked every day. A disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or equivalent performance filter is used and when the device is not used, it is stored full of water. In this case, h2o2 is checked daily. The hospital do not use reusable blankets. Prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected as well as device surfaces after every operation. 3t aerosol collection set is replaced after the allowed use period. In addition, the device is placed outside the operation theatre during use. Considering all the above, it cannot be excluded that the source of the contamination is related to the location where the device is used and remains unknown. The risk is in the acceptable region. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that the 3t hater cooler device is positive to mnt chimaera. The user required dd procedure. There is no report of any patient injury.

Manufacturer narrative:
A1 to a5: there was no patient involvement. G5: the heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H9: livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devicesthe z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler the laboratory test confirming the positive result on patient side was provided. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.